Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, and the customer successfully reset the pump without recurrence of the malfunction code, allowing continuation of pump use. Customer understood to contact support if the issue recurred.